Event description:
It was reported that in may 2013 the patient presented with elevated thresholds and a chest x-ray revealed left ventricular lead dislodgement. The lead was explanted and replaced on (B)(6) 2013.